Event description:
Event description cpi received information that this implantable pulse generator (ipg) was interrogated and found to be in a mode that may have been different than what it was programmed to at the implant procedure.